Event description:
During the case the surgeon noticed that part of the ceramic tip was broken off. It is not known, where the part broke off, intra or extraarticular. Lost part has been searched for in the joint, yet could not be found. Pt does not have any trouble. Surgeon is quite sure that the part is not in the joint.